Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a vaginal hysterectomy and sacro-spinous vaginal vault suspension with mesh implantation, extending on the posterior wall in 2007. The patient was seen by her physician in 2015 with some mild vaginal discharge and bleeding and a 1cm area of mesh exposure on the posterior vaginal wall in the midline was observed. The patient underwent excision of the exposed area and is recovering with healthy vaginal skin on 4/15/2015. Additional information is not available.